Event description:
It was reported that during preparation for a biliary procedure, a shaft crack was noted. When the package of the wallstent was opened, a crack in the catheter was noted near the port. The device was not used and the procedure was completed with another wallstent. There were no reported pt complications. Pt status listed as "fine".